Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. Endophthalmitis was reported. No diagnostics tests were performed. Eye drops were given. Cause of the problem was reported as unknown. To the best of our knowledge the lens remains implanted to date. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - work order search: one similar complaint was found. Investigation for (similar complaint #(B)(4) found no indication that manufacturing of the device contributed to the complaint issue. Refractive surprise was resolved with a replacement for a same size, different model and power lens. H11 - manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely.. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue.